Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with correction to the initial with information inadvertently left out. The device was evaluated by olympus. During evaluation the charge-coupled device confirmed broken. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to charge-coupled device is broken. It is possible that the charge-coupled device is broken from one of the following mechanisms. Unacceptable tension in the area of the "charge-coupled device holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer " cover holder to bumper sleeve." Unacceptable tension in the area of the "charge-coupled device holder" assembly due to asymmetrical alignment of the spring to cover-holder before the bumper sleeve is joined. Pre-existing damage to the "charge-coupled device holder" assembly due to using a suboptimal adhesive device. Furthermore, two components responsible for pink/green images are the charge-coupled device and camera control unit. The likely cause are as follows: the degradation within the charge-coupled device and camera control unit plug can be caused by prolonged heat. The charge-coupled device the heat sink material/design contributes to component degradation. The camera control unit, the pink/green images appear to be caused by failures in the microelectronics. However, a specific root cause of the reported malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gynecologic laparoscope had a purple image. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.